Event description:
Door failure on omnicell automated dispensing cabinet. The access door is not locking when the door is shut allowing the medications in the cabinet to be accessed by simply pulling on the door. This is a major pt safety concern as well as a security concern. One of the main selling features of these omnicell machines is that they are secured so they do not have to be placed behind traditional locked doors in a medication room, but can be placed in a common area where only staff with allowed access can access the cabinet. This is not the case as now anyone who pulls on the malfunctioning door system can easily have access to whatever is contained inside the cabinet, including pts or anyone passing by the machine.